Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23264. It was reported the patient is not satisfied with the pain relief she received with her scs system. It was also reported the patient experienced discomfort at the ipg site. Additionally, the patient reported ineffective stimulation. The patient is requesting her entire scs system to be removed. The patient will undergo surgical intervention at a later date as the next course of action.